Event description:
Consumer sent e-mail stating that while brushing, the brush head started to feel loose and came off. The very tip of the metal extension of the toothbrush handle that connects directly to the brush head had snapped off. No injury was reported.

Manufacturer narrative:
(B)(6)2021 product investigation results: product return was received and investigated. Product investigation results showed that the complaint is caused by wear of the driving shaft due to usage of abrasive toothpaste in combination with insufficient cleaning with use over many years.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer sent e-mail stating that while brushing, the brush head started to feel loose and came off. The very tip of the metal extension of the toothbrush handle that connects directly to the brush head had snapped off. No injury was reported.